Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was transferred to another hospital due to medical complications after the procedure. It was noted that the patient had a bad migraine and mentioned that he has a history of migraines that would make him pass out. The physician believed that the patients migraine was not device or procedure related. The patient was discharged the same day, took his migraine medicine and was doing better. The explanted ipg was not returned as it was retained by the medical facility.